Manufacturer narrative:
Device passed rewind test; it failed prime / seating test during which an unexpected insulin flow block alarm occurred due to a faulty force sensor. Unable to perform displacement, basic occlusion, force sensor, occlusion tests due to the faulty sensor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was went more than 400 mg/dl yesterday, not getting insulin she thought. Customer other relevant blood glucose value was 326 mg/dl, 327 mg/dl, 378 mg/dl, 357 mg/dl and 370 mg/dl. Customer current blood glucose level was 400 mg/dl. Customer knew if there was a blockage just like before that she received insulin flow blocked alarm. The customer was assisted with troubleshooting. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.